Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk was replaced and the software was updated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not boot up. No pt injury was reported.